Event description:
On (B)(6) 2012, the lay user/patient he contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 (time unknown). According to the csr's documentation, every day for the past two or three the patient reportedly was experiencing symptoms of dizziness, lack of strength, and ''could not see.'' The patient's testing frequency is not known; however, per csr notes, the patient manages his diabetes with insulin (self adjuster). The patient's previous blood glucose result (with the subject meter) prior to the onset of his symptoms, is not known and it is not clear what action the patient took in response to his previous blood glucose reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. On unspecified dates/times the patient reportedly obtained blood glucose readings of ''49 and 93mg/dl'' with the subject meter. In response to the alleged meter issue, the patient indicated he skipped his novolog regimen on (B)(6) 2012 (time not specified). According to the csr's documentation, the patient reportedly obtained blood glucose readings of ''31 and 59mg/dl'' with the hospital's meter (dates/times unknown); performed more than 30 minutes apart from the patient reported readings with the subject meter. According to the csr's documentation the patient was hospitalized on (B)(6) 2012; however, the patient denied receiving any form of medical intervention/treatment for an acute complication for diabetes. The reason for the patient's hospitalization is not clear and it is not known if the patient was already hospitalized (for a separate health condition) prior to the start of the alleged meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. Although the patient indicated she did not receive any form of medical intervention/ treatment for an acute complication for diabetes (after the alleged issue occurred), this complaint is being reported due to the following conclusion: in the time the patient was using the subject meter, the patient reportedly obtained a blood glucose reading of ''31mg/dl'' with the hospital's meter and for reasons unclear the patient was allegedly hospitalized.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter and test strips both passed all testing with no faults were found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.